Event description:
The pt had a coronary arteriography and a left ventriculogram performed. An attempt was made to close the arteriotomy with the closer 6fr device. It was reported that the device "failed". Manual compression was applied followed by a pressure dressing. The site had no visible hematoma. Multiple attempts have been made to obtain add'l info and clarification from the customer but no info has been made available.